Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 575 mg/dl. The customer treated the high blood glucose readings with an insulin shot. The customer stated that she changed her reservoir, and when the pump primed, it read no delivery. The customer stated that she ended up changing her infusion set 11 times. The customer was advised to do a complete set change as soon as possible. The customer was not able to troubleshoot during the time of call.